Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 instrument was used. When stapling the skin, the device did not release the staples. There was no consequence to the pt. The device ID discarded.